Event description:
It was reproted that deuring a thoractomy procedure, the service did not staple. There was some bleeding. A transfusion was required, but not sure about the amount of blood loss. It is unknown how the case was completed.